Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inventory manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the user facility hd nurse it was clarified that the blood leak occurred immediately at the start of the hd treatment. The blood leak was noted as being an external blood leak on the header of the dialyzer. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with another machine and new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the customer returned a dialyzer from the reported lot for evaluation. The sample was subjected to a laboratory bubble point leak test. The test passed possibly due to coagulated blood. Upon extraction of the fiber bundle, a potted fiber fragment was noted at approximately 160° on the cavity ID end, with the ports positioned at 0°. The fiber was flush with the potting surface, an opposing end was not isolated. There was no other damage or irregularities visually noted on the dialyzer. A review of the production record was performed. The production record review showed there was one nonconformance noted in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The leak was internal at the header.